Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ insulin syringe w/ needle had foreign matter inside the barrel and scale marking issues. These were discovered during use. The following information was provided by the initial reporter: material no: 928856, batch no: 9014552. It was reported that the consumer faced with the following issues: rent box finding black marks inside barrels when you move the plunger. Liquid that is mostly brown smells like perfume. Scale marking are tripled on outside of barrel. Barrels are bent. Needle shields are not placed on straight. They look used. Customer comments: I have complained to them a million times and they told me to get the syringes from somewhere else. The syringes I get here for my daughter seem to be reused and they are bent up and the insulin gets black dots in it like the stopper got stuck and it dissolves it and we have to go all through the box to find one good one. I have been complaining about this calling the number on the back of the box and now they do not even answer the phone anymore. We have been using these for 28 years.

Event description:
It was reported that bd¿ insulin syringe w/ needle had foreign matter inside the barrel and scale marking issues. These were discovered during use. The following information was provided by the initial reporter: material no: 928856 batch no: 9014552. It was reported that the consumer faced with the following issues: rent box finding black marks inside barrels when you move the plunger. Liquid that is mostly brown smells like perfume. Scale marking are tripled on outside of barrel. Barrels are bent. Needle shields are not placed on straight. They look used. Customer comments: I have complained to them a million times and they told me to get the syringes from somewhere else. The syringes I get here for my daughter seem to be reused and they are bent up and the insulin gets black dots in it like the stopper got stuck and it dissolves it and we have to go all through the box to find one good one. I have been complaining about this calling the number on the back of the box and now they do not even answer the phone anymore. We have been using these for 28 years.

Manufacturer narrative:
Investigation: customer returned (30) 1cc, 8mm, 31g walgreens syringes in open poly bags from lot # 9014552. Customer states that black marks are inside the barrel, there is liquid that is mostly brown and smells like perfume, the scale markings are tripled on the outside of the barrel, the barrels are bent, the needle shields are not placed on straight, and they look used. All returned syringes were examined and no foreign matter was observed in or on any of the returned samples and no odor was detected on any of the syringes. Also, no bent barrel or crooked shield was observed on any of the samples. However, 24 out of 30 samples exhibited smeared ink on the outer surface of the barrel, 7 out of 30 samples exhibited double printed scale markings printed on the barrel, and 2 out of 30 samples exhibited a deformed stopper in the barrel. A review of the device history record was completed for batch # 9014552. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for smeared stoppers, dry barrels. - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (smeared ink on barrel, double printed scale markings, deformed stopper) - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (fm, odor, bent barrel, shield issue) the root cause of the ink rings and shadow print was from a defective drum on printer bq. The drum was honed and cleaned to correct the issue. The root cause of the lack of silicone in the barrel of the syringe was due to the silicone tank running low on machine jl. Per quality notification (B)(4) the tank was refilled and (36) syringes used to verify. CAPA#666972 was implemented on 31oct2019 after date of manufacture to address difficult and unable to operate syringes, which is related to the application of silicone in the barrel.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9014552. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for smeared stoppers, dry barrels. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd¿ insulin syringe w/ needle had foreign matter inside the barrel and scale marking issues. These were discovered during use. The following information was provided by the initial reporter: material no: 928856 batch no: 9014552. It was reported that the consumer faced with the following issues: rent box finding black marks inside barrels when you move the plunger. Liquid that is mostly brown smells like perfume. Scale marking are tripled on outside of barrel. Barrels are bent. Needle shields are not placed on straight. They look used. Customer comments: I have complained to them a million times and they told me to get the syringes from somewhere else. The syringes I get here for my daughter seem to be reused and they are bent up and the insulin gets black dots in it like the stopper got stuck and it dissolves it and we have to go all through the box to find one good one. I have been complaining about this calling the number on the back of the box and now they do not even answer the phone anymore. We have been using these for 28 years.